Event description:
Patient was revised to address acetabular cup loosening. Litigation papers received on (B)(6) 2012 indicate that the patients device failed resulting in metal particles or ions entering the surrounding tissue causing a deterioration of the tissue and entering the bloodstream.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(6) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Added info: lot #, manufacture date. Depuy still considers the investigation closed.